Manufacturer narrative:
The device was requested for evaluation but was not returned; the implant remains in the pt. The complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is improper bone preparation or continually applying torque after the screw is fully seated. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the implant stripped half way during insertion in a shoulder procedure. Bone quality was described as hard. There was an approximate thirty five minute delay in the case. The broken pieces were retained inside the pt. The surgeon inserted another implant next to original one. The surgery was completed successfully. Follow-up communication with the facility requested clarification/correction to the lot number provided in the initial report which was provided. Additional information was also provided that the surgeon used clamps and the implant got torn apart into a couple of pieces. The broken pieces were removed and whatever stayed below bone level is what remained inside the pt. No further pt information was provided at the time of this report or made available in response to follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.